Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Myocardial infarction, thrombosis and bleeding complications are listed in the xience promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience v is filed under a separate medwatch report number. The additional adverse patient effect of death is being filed under a separate medwatch report number. Literature attachment: catheterization and cardiovascular interventions 87:e44-e53(2016).

Event description:
This event was captured based on literature review. This event was reported through a research article which identified xience stents (xience v, xience prime, xience xpedition) and promus stents that may be related to the following: total lesion revascularization (tvr), myocardial infarction (mi), stent thrombosis (st), major bleeding, and cardiac death. Specific patient information is documented as unknown. Details are listed in the attached article, titled impact of ultra-long second-generation drug-eluting stent implantation.